Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to the patient's hearing loss has progressed to a point he is not receiving benefit anymore. The patient was reimplanted with another cochlear device during the same surgery.